Event description:
Boston scientific crm received info that this pt had fallen at home and when in for routine device check, the right ventricular (rv) lead was found to be non functional. It was reported that when evaluated, the lead tip had advanced into the pericardial space. A lead revision was performed where this lead was successfully repositioned. To date, no further adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.